Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The customer's problem was not confirmed. The pump's downstream occlusion (dso) sensor was tested and was found to be functioning properly and activating within specification. No further action will be taken.

Event description:
It was reported that the device regularly triggers overpressure alarm. There was unknown patient involvement reported.